Event description:
Relief circulator and surgical tech were performing an initial count for a hernia repair with small tapes from hernia procedure pack. The small tapes contained 4 small tapes, not 5. The small tapes were taken off the field and out of the room.